Event description:
It was reported that an ilet bionic pancreas did not charge on the supplied charging pad, with the pad indicator blinking green and the pump battery depleting from full to low in one day; a replacement pump was issued, and the user later reported the replacement also stopped charging before full with the pad light flashing, indicating a suspected charging pad malfunction. Symptoms included hyperglycemia with a peak glucose of 302 mg/dl, approximately one hour above 180 mg/dl, and thirst, without ketone testing, medical intervention, or alarms for prolonged severe hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy until replacement equipment arrival. Investigation included review of device logs for the replacement pump and verification of shipping a new charging pad for troubleshooting. Investigation of this device did not revealed a charging system issue consistent with a faulty external charger/charging pad leading to inadequate battery maintenance rather than an intrinsic pump battery failure. It was concluded, based on previously established findings for similar reports, that the cause was not a external accessory malfunction related to the charging pad.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.